Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-05483, 2134265-2013-05484. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occurred. During preparation, the physician connected the sled and catheter together and tried it outside of the patients¿ body if it works. When the attempt was made to perform automatic pullback, the system failed to pullback. No patient complication was reported.